Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 unit error 242.4030. Technical support: 1. Tech has 8100 bd unit has error code 242.4030 which is a motor stall on unit will need to replace first the ail sensor, next would be the motor controller board and third would be the logic board if all three parts don't resolve error unit has to come in for service 2.tech also has a 8300 unit has error code 242.6240 which the sensor status is missing on unit , replace the microstream disposable devices next is the etco2 board. Issue summary product type ¿ 8100 versions affected all symptoms/system effect: 8100 module exhibiting a 242.4030 error. Steps to solve (internal) solution/workaround summary: to correct a 242.4030 error on an 8100 module suggested messaging: does this error come on when you open the 8100 door? High level steps/procedure: 1. Ensure that the motor connector is securely connected. 2. Replace the ail assembly (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. 5. Return to factory for repair. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.